Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022 at 5:00 pm, the patient´s cgm reading was 400 mg/dl, therefore the patient self- treated with insulin. Shortly after the patient started to feel unwell and dizzy, the patient´s child called an ambulance. The paramedics arrived and took a blood glucose reading which was 23 mg/dl. The patient was treated by the paramedics with IV fluids. The patient was in bad condition as he has cancer in final stage, he is apathetic, feels low in energy and does not want to stay up or do things alone (not related to dexcom). Additionally, it was reported that the patient no longer uses the dexcom anymore and takes the blood glucose values with the bg meter. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.